Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use. The cs300 intra-aortic balloon pump (iabp) doppler is not working. There was no patient involvement.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields; d1, d4. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found the doppler probe was working satisfactorily. The fse replaced the main pcb after determining that it was defective. The iabp was handed over to the customer in good, working condition.

Event description:
N/a